Event description:
Reportedly, the surgeon fired the instrument across the sigmoid. The staples were formed properly, however, the knife blade would not retract. Therefore, the surgeon used the multifire gia 30 instrument by firing it on both sides of the endo gia instrument to free it and complete the case. Procedure: hand assisted laparoscopic sigmoid resection. Pt status: no pt injury reported.